Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. The facility cleaning disinfection and sterilization practices (cds) information was not provided by the customer. The device was returned to olympus, however, after multiple due diligence follow-ups, no response from the customer was received and the device was returned to the customer, as olympus was unable to perform a device estimation/evaluation. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested. The event can be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. After culture testing, the device will be evaluated. A work order has been created to dispatch an olympus endoscopic support specialist (ess) to observe the customer's reprocessing techniques and provide in-service and training. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the gastrovideoscope had positive culture results after being reprocessed. The scope was isolated and not in clinical use. It was noted that the customer would be returning the device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the subject device had positive culture results after being reprocessed. Upon further follow-up, it was confirmed that the customer incorrectly reported this information and the subject device did not have positive culture results. Therefore, this supplemental report is to provide the correction and to inform that there was no reportable malfunction associated with the subject device captured in this complaint.